Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that their son experienced high blood glucose. The customer's blood glucose level was 454 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose levels. However, customer was treated for their glucose levels with manual injection. Customer stated that auto mode was active and adjusting insulin at the time of the incident. The customer was assisted with troubleshooting. The product will not be returned for analysis.